Event description:
It was reported that the lead dislodged the day after implant and needed a revision. It was also reported the vessel anatomy was large. Lead was explanted and replaced with a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.